Event description:
It was reported while using an unspecified bd pen needle the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported her 3 boxes - 31g syringes were dull needles and cannot be used. Consumer reported some of her needles would clog and not inject the insulin.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd pen needle the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported her 3 boxes - 31g syringes were dull needles and cannot be used. Consumer reported some of her needles would clog and not inject the insulin.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10